Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter and a catheter damaged shaft device malfunction occurred. It was reported that the physician was maneuvering the catheter in the left ventricle (lv) to map and ablate the abnormal electric circuit responsible for the ventricular tachycardia (vt). After approximately three hours of mapping and ablations, the physician realized that catheter maneuvering had become heavy. He could not advance the catheter anymore through the sheath. They realized that the metal braiding was damaged and perforated through the outer layer of the catheter. The catheter was introduced in the right femoral artery by a st. Jude fast cath 8f 40cm sheath. Since the procedure was almost completed and the issue they had with the catheter, they ended the procedure. There was no patient consequence. Additional information was requested on the catheter issue and the procedure ending prematurely, however no additional information was provided. Both issues were originally considered non reportable as the risk to the patient was assessed as low. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that starting about 15 cm from the sleeve shaft had white stress marks only. The metal braiding was damaged and perforated through the outer layer of the catheter shaft about 22.7 cm from the sleeve. The returned catheter condition noted on (B)(6), 2014 reflecting the severity of the damaged shaft has been assessed as reportable. The awareness date was updated for this record from (B)(6) 2014 as when the severity of the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. It was reported that after approximately 3 hours of mapping and ablations the physician realized that catheter maneuvering had become heavy and he could not advance anymore the catheter through the sheath. Customer realized that the metal braiding was damaged and perforated through the outer layer of the catheter. The catheter was introduced in the right femoral artery by an 8 f sheath. Upon receipt, the device was visually inspected and starting about 15 cm from the sleeve the shaft had some white stress marks. In addition, the metal braiding was damaged and perforated through the outer layer of the catheter shaft about 23 cm from the sleeve. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It remains unknown how the shaft was damaged; however, the customer used a st jude fast cath 8 f (per the clarification received by the sales representative), which is not recommended by the instructions for use (IFU). The IFU clearly states to use a preface sheath or any 8.5 f sheath. Therefore, the use of a smaller sheath could contribute to the shaft degradation. Then per the reported event, the catheter outer diameters were measured and the device was within specifications. In addition, and due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were perfectly insulated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU also states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The reported customer complaint regarding the exposed braiding through the shaft has been verified. However, the customer used a smaller sheath and the device outer diameters were within specifications. An internal corrective action has been opened to investigate the thermocool smart touch broken shaft issue.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.lot number reported is 16022686m.in the thermocool smart touch uni-directional navigation catheter instructions for use (B)(4) under the directions for use it states, ¿to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. A preface sheath or an 8.5f sheath is recommended.¿ in this procedure, the sheath used was a st. Jude fast cath 8f 40cm.(B)(4).